Event description:
In 2008, abbott point of care was contacted by a customer who reported an I-stat act k cartridge yielded unexpected results may have contributed to the delay in pulling the sheath. The customer is unable to provide a time frame for the delay or any additional information on the pt or lot number used on this pt.